Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment as well as the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/07/2015 with the following findings: a review of the pump black box revealed evidence of ¿intermittent power¿ events. The pump powered with the returned battery cap. The battery cap was able to fully tighten however the battery cap was found to be damaged. The battery compartment was found to be cracked below the grip pad. The battery compartment threads were intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture of loose component observed inside the pump.